Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad hydrogel was peeling off with the plastic cover away from the pad. Hydrogel was replaced on patient but was brittle and did not adhere to the patient. Close to expiration but was not expired. Pads kept in standard clean storage closet. Had to open new pads to treat the patient. Pad coverage was not appropriate with the gel crumbling. Per follow up information received via mail on 09apr2025, they had the pads for return as indicated on the pir and can send them back to the company. New pads were applied to the patient, but replacement pads will need to be issued. Per follow up information received via mail on 16apr2025, therapy was completed using the original arctic sun device, the issue was with the arctic sun pads. The pads were replaced then therapy was completed. Temperature regulation was an issue prior to the pads being replaced, as they did not stick to the patient properly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. Visual evaluation of the returned sample noted one opened large arctic gel pad kit present with no original packaging. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of all connectors. * tubing for the pad noted no major kinks present. * hydrogel was peeled back from the edges of both thigh pads and bundled on the pad surface. Hydrogel was intact with both chest pads pad and not separated. * no crushed dimples or signs of overlamination in the pads. * pad stickers had been removed. * left chest pad and left thigh pad edges had channels in the foam, seemed to not be aligned with a typical pad outline. The sample does not meet specifications per (B)(4) rev 13 which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." The lot number for this investigation is unknown. The labeling is found to be adequate. A DHR review is not required as the lot number is unknown. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad hydrogel was peeling off with the plastic cover away from the pad. Hydrogel was replaced on patient but was brittle and did not adhere to the patient. Close to expiration but was not expired. Pads kept in standard clean storage closet. Had to open new pads to treat the patient. Pad coverage was not appropriate with the gel crumbling. Per follow up information received via mail on 09apr2025, they had the pads for return as indicated on the pir and can send them back to the company. New pads were applied to the patient, but replacement pads will need to be issued. Per follow up information received via mail on 16apr2025, therapy was completed using the original arctic sun device, the issue was with the arctic sun pads. The pads were replaced then therapy was completed. Temperature regulation was an issue prior to the pads being replaced, as they did not stick to the patient properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad hydrogel was peeling off with the plastic cover away from the pad. Hydrogel was replaced on patient but was brittle and did not adhere to the patient. Close to expiration but was not expired. Pads kept in standard clean storage closet. Had to open new pads to treat the patient. Pad coverage was not appropriate with the gel crumbling. Per follow up information received via mail on 09apr2025, they had the pads for return as indicated on the pir and can send them back to the company. New pads were applied to the patient, but replacement pads will need to be issued. Per follow up information received via mail on 16apr2025, therapy was completed using the original arctic sun device, the issue was with the arctic sun pads. The pads were replaced then therapy was completed. Temperature regulation was an issue prior to the pads being replaced, as they did not stick to the patient properly.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use were reviewed, and the labeling is found to be adequate as the instructions for use state: "cautions: ¿ use pads immediately after opening. Do not store pads in opened pouch. ¿ the arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. Directions for use: ¿ select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. ¿ for patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. ¿ place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. ¿ when finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter facility name: mercyone north iowa medical center (fka mercy medical center - north iowa) correction: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad hydrogel was peeling off with the plastic cover away from the pad. Hydrogel was replaced on patient but was brittle and did not adhere to the patient. Close to expiration but was not expired. Pads kept in standard clean storage closet. Had to open new pads to treat the patient. Pad coverage was not appropriate with the gel crumbling. Per follow up information received via mail on 09 apr 2025, they had the pads for return as indicated on the pir and can send them back to the company. New pads were applied to the patient, but replacement pads will need to be issued. Per follow up information received via mail on 16 apr 2025, therapy was completed using the original arctic sun device, the issue was with the arctic sun pads. The pads were replaced then therapy was completed. Temperature regulation was an issue prior to the pads being replaced, as they did not stick to the patient properly.